Event description:
The hcp reported there was a leakage from the catheter at the pump site. The catheter had fractured at the connection to the pump. The pump and catheter were replaced. Add'l info has been requested, but was not available on the date of this report.